Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for an IV pole button adjustment.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.